Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. When the sheath was aspirated with no catheter inserted, bubbles were observed coming from the proximal end. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications, and the sheath is expected to return for analysis.